Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Pump passed self-test. Customer reported recurring pump error 53. No harm requiring medical intervention was reported. Customer will discontinue the use of the pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Moisture damage was found inside the battery tube during an initial inspection. The pump passed the self test and leak test. The pump was successfully downloaded using thump. No pump error 53 alarm occurred during testing. A review of the pump history file shows three (3) pump error 53 alarms, listed below: (B)(6) 2024 at 00:11:33 pump error 53 (line number (B)(4), file number (B)(4)), (B)(6) 2024 at 00:04:32 pump error 53 (line number (B)(4), file number (B)(4)), (B)(6) 2024 at 00:11:47 pump error 53 (line number (B)(4), file number (B)(4)). Suspected hw fault 53 was generated due to a processor exemption. The processor was unable to decode the instruction at address 0x045373b2 and generated undefined instruction usage fault exemption. Analysis of the disassembled file showed that the instruction for this address is completely valid with valid parameters. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 53 alarms are confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.